Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismaflex control unit. The system had been programmed for anticoagulation with an external continuous infusion pump ("bic") of calcium. Within approximately two hours after initiation of dialysis, the patient began to show rapid clinical deterioration with metabolic and respiratory worsening. It was reported that an error occurred in the programming or administration of the citrate anticoagulant solution, reportedly resulting in citrate being infused via a pressure pump on the arterial line of the extracorporeal circuit ('pbs') at a rate four to five times higher than prescribed (reportedly 1,512 ml/hour, 3.8 mmol). It was further reported that the machine was shut down and the blood was returned to the patient. Approximately 40 minutes thereafter, the patient reportedly developed a series of cardiorespiratory complications, including supraventricular tachycardia, atrial fibrillation, episodes of bradycardia, hypotension, electrolyte imbalances, hypothermia, and coagulation abnormalities, requiring multiple resuscitation attempts. The patient passed away approximately twelve (12) hours after the dialysis procedure was initiated. According to the autopsy report, the cause of death was associated with pulmonary thromboembolism; however, based on information received, it is understood that this finding will be further reviewed. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.